Event description:
Patient involved in a (B)(6)study in 2009, reported his surgimend is "failing." Patient inquired if there were any defects with the surgimend in the study and, if the product is still being sold/on the market. The patient reported his treatment history in relation to repeated hernias. He continues to be cared for in regard to re-herniation. His current treating physician desires he lose weight prior to having another hernia revision surgery. Records indicate the patient's surgery occurred (B)(6) 2009.

Manufacturer narrative:
Integra has completed their internal investigation on 9nov2016. The investigation activities included: methods: -review of device history records. - review of complaint management database for similar complaints. Results: device history record reviewed for s-1138 show no abnormalities relate to DHR review for lot 0902008 was conducted. All specifications were met. There is no evidence indicating potential failure of product. An electronic database search was conducted. Paper records predating the site's transition to the electronic database were also reviewed. Including this complaint, (B)(4). Conclusion: based on a review of the device history record for this product lot and a lack of similar complaints following this complaint incident in question, there are no indications that use of the product in question would lead to re-herniation due to product failure.